Manufacturer narrative:
Lifescan (lfs) hasreceived the meter on (B)(4) 2011; however, investigation has not been completed. Lifescan will submit a supplemental report once investigation has been completed.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(4), 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have data corruption. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the reporter contacted lifescan (B)(4) alleging that the subject meter had an 'error 1' issue, which was unresolved with troubleshooting with customer service. There were no allegations of harm of injury. A replacement meter was sent to the patient.

Manufacturer narrative:
(B)(4). Device evaluation: on (B)(4), 2012, after further investigation, the meter involved with this complaint failed testing. The meter was found to have data corruption. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.